Manufacturer narrative:
The device was returned to olympus for inspection. In addition, the investigation found that the insertion sleeve, the distal head, and the image guide cover lens are dirty. Based on the results of the investigation, the most probable cause of the additional reported failure(s) did not lead to a clear conclusion about the root cause of the reported event. Olympus will continue to monitor the field performance of this device.

Event description:
It was observed that during the evaluation, the rhino-laryngofiberscope exhibited that the insertion sleeve, the distal head, and the image guide cover lens are dirty. There were no reports of patient involvement.

Event description:
No new information has been provided by the customer.

Manufacturer narrative:
Updated: b5, h2, h4